Manufacturer narrative:
The actual device used in the case was returned and evaluated. Visual examination of the device revealed two kinks. The first kink is located 23.5cm from the proximal end of the hub and the second kink is located 6cm from the distal tip of the shaft. Visual examination of the tip of the aspiration catheter revealed that there was no marker band in the distal tip of the shaft. The area where the marker band should have been located was examined and did not appear to have been stretched. There is evidence that the marker band should have been located was examined and did not appear to have been stretched. There is evidence that the marker band was placed within the wire lumen due to the designed interference fit between the wire lumen and the marker band. A review of the device history record did not detect and deficiencies in the manufacturing process, however the manufacturing engineer has been notified and a request for a review of the procedure was conducted with all employees trained for this process. The event has been confirmed; however the exact cause for the event is unknown.

Event description:
The physician performed angioplasty on the patient. The physician inserted the aspiration catheter and the marker of the aspiration catheter became detached and migrated into a small branch of the distal coronary artery.